Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer opened, but only when double clicked. The field service engineer (fse) found that the legacy full height drawer was not detecting its position. The fse replaced the flat ribbon cable and the position sensor. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main full height drawer 2 failed. The customer stated that this malfunction caused a delay to the patient care and the user managed to get the medication from another station. There were no adverse events or injuries reported based on this event.